Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using, the device experienced air bubbles forming in the tubing and preventing the tubes from filling properly. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are pulling air when drawing blood. Customer reports air getting inside of the tubes when collecting blood using the wingset.

Event description:
It was reported when using the , the device experienced air bubbles forming in the tubing and preventing the tubes from filling properly. The following information was provided by the initial reporter. The customer stated: it was reported that tubes are pulling air when drawing blood. Customer reports air getting inside of the tubes when collecting blood using the wingset.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Since the actual product was not available and the lot number is unknown, manufacturing and inspection record of 536 lots that was the same item (#367283) manufactured from february, 2021 to the end of january, 2022 were reviewed and no abnormality which could be related to the each reported event was found on all reviewed lots. Also, release inspection records of the above 536 lots were checked and no problems were found in product appearance and leak test results. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Although we have not been able to determine the cause of the occurrence, it is possible that blood entered the blood collection tube vigorously and the bubbling blood was recognized as air. H3 other text : see h10.